Manufacturer narrative:
Patient information was requested, but the customer refused to provide.

Event description:
The customer reported that the ventilator alarmed, but the nurse call alarm did not alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.